Event description:
It was reported, that intermittent occlusion alarms occurred. The customer went to the emergency room (ER) with a blood glucose level of over 500 mg/dl with moderate ketones. The customer attempted to self treat with a correction bolus via the pump, but was treated intravenously with saline and insulin the ER. The customer was released from the ER the same day with no permanent damage. The customer reverted to manual dose injection. And a replacement pump was sent.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.